Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed successfully on (B)(6) 2010 and performed self-tests up to (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2014 and remained in fault mode until (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed. The device passed self-tests up to (B)(6) 2016. The device began to record multiple manual power ups, one of ten minutes duration, on (B)(6) 2016, these continued up to the last log entry on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button and then by removing the pad-pak to power off the device. The device was witnessed switching on automatically while at heartsine. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.